Manufacturer narrative:
Analysis and results: there is one previous complaint of this code-batch regarding the same issue. We manufactured 4,788 units of this code-batch. There are 144 units in our stock (blocked). We have received 12 closed samples for analysis. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of the samples received and two of the samples do not fulfil ep requirement for the minimum. The results are: 0.49 kgf in average and 0.01 kgf in minimum (european pharmacopoeia requirements: 0.23 kgf in average and 0.11 kgf in minimum). Reviewed the batch manufacturing record, there was an incidence during the process regarding the same issue, but the product was released fulfilling usp/ep and b.braun surgical requirements. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K011375. If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that the needle became detached from the thread. This issue occurs to different surgeons since the end of 2020. The event occurred during the operation (but there is no data on the operations or the patients) and pre-operatively. In fact, they report that the detachment occurs with a slight pull.